Manufacturer narrative:
Visual inspection performed by medacta r&d spine project manager: the two pedicle screws inserted in l4 loosened and were substituted with a revision surgery. The two removed screws do not present any scratches and their functionality have been successfully verified in terms of coupling with the screwdriver (both torx and threaded connection), k-wire and reduction towers (e.g. With the 1-step reducer). For these reasons, the root cause that led to the performed revision surgery, cannot be addressed to any mechanical or functional implant defects.

Manufacturer narrative:
Batch review performed on 26 august 2019. Lot 1920237: (B)(4) items manufactured and released on 22-mar-2019. Expiration date: 2024-03-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved pedicle screw 03.52.322 enh. Poly-axial pedicle screw - cannulated 6x35mm (k141988) lot. 1822132. Batch review performed on 26 august 2019. Lot 1822132: (B)(4) items manufactured and released on 23-jan-2019. Expiration date: 2024-01-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The primary surgery performed at l4-l5-s1 on august 1. Revision surgery performed on august 20 due to the pedicle screw loosening at both of l4. The reason of the loosening was unknown.